Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On an unknown date, follow-up examination identified aneurysm enlargement (amount unknown) and a suspected distal type I endoleak. The cause of the endoleak was not reported to gore. On (B)(6) 2020, the patient underwent reintervention to treat the distal type I endoleak. Two conformable gore® tag® thoracic endoprostheses with active control® were implanted distally. The endoleak was resolved. The patient tolerated the procedure.